Manufacturer narrative:
H.6 investigation summary: 6 photos were provided. 1 sample was received. It came in a plastic ziploc bag. Visual inspection was performed under the microscope 30x. At the needle tip there is a fiber from the lubricant, no other foreign matter was observed. Six photos were provided showing the needle assembly with plastic shield, without plastic shield; another showing the plastic hub and one showing the needle tip. This could have happened during the assembly line. The lubricant applied to the needle didn¿t flow uniformly creating like a fiber at the needle tip. A device history review could not be completed as no batch number was provided complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.

Event description:
It was reported that needle filter blunt fill 18x1-1/2 had foreign matter on the needle tip. This was discovered before use. The following information was provided by the initial reporter: before use, metal fm was on the needle tip.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that needle filter blunt fill 18x1-1/2 had foreign matter on the needle tip. This was discovered before use. The following information was provided by the initial reporter: before use, metal fm was on the needle tip.